Event description:
(B) (6) received information that the patient with this lead presented to the emergency room with shortness of breath. It was concluded that this right atrial lead had dislodged. As a result, this lead was explanted.